Event description:
The patient was implanted with two paracorporeal ventricular assist devices (pvads) for biventricular support. The vad coordinator reported that after 2 and half months of biventricular support, the patient was experiencing severe hemolysis. Updated information provided approximately one week after the initial reported event indicated that the hemolysis seemed to have slowed down. The hospital had made some adjustments to the eject delay and the pvads mode of operation was switched to fixed rate.

Manufacturer narrative:
The patient remains on biventricular support and no further issues have been reported. No further information is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.